Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the atrial lead. The physician suspected that the atrial lead was dislodged. Reprogramming was performed and the lead remains implanted. The patient was in stable condition.